Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a noisy blood pump rotor and displayed an air detector alarm 15 minutes into the patient's hd treatment. The staff noticed micro bubbles in the venous drip chamber. The patient`s blood was not returned due to a leak in the blood pump tubing segment. The staff reported approximately 5 to 10 cc of blood loss in the blood pump housing. The patient¿s estimated blood loss (ebl) was approximately 234 ml since the blood in the dialyzer and tubing was not returned to the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed confirmed receiving a replacement blood pump module however the module gave an "actuator bp no comm" alarm once installed. Biomed is now waiting on another replacement blood pump module to arrive, therefore the machine has not been returned to service. Biomed confirmed that the two blood pump modules will be returned via rga once the issue is resolved.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a noisy blood pump rotor and displayed an air detector alarm 15 minutes into the patient's hd treatment. The staff noticed micro bubbles in the venous drip chamber. The patient`s blood was not returned due to a leak in the blood pump tubing segment. The staff reported approximately 5 to 10 cc of blood loss in the blood pump housing. The patient¿s estimated blood loss (ebl) was approximately 234 ml since the blood in the dialyzer and tubing was not returned to the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed confirmed receiving a replacement blood pump module however the module gave an "actuator bp no comm" alarm once installed. Biomed is now waiting on another replacement blood pump module to arrive, therefore the machine has not been returned to service. Biomed confirmed that the two blood pump modules will be returned via rga once the issue is resolved.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a noisy blood pump rotor and displayed an air detector alarm 15 minutes into the patient's hd treatment. The staff noticed micro bubbles in the venous drip chamber. The patient`s blood was not returned due to a leak in the blood pump tubing segment. The staff reported approximately 5 to 10 cc of blood loss in the blood pump housing. The patient¿s estimated blood loss (ebl) was approximately 234 ml since the blood in the dialyzer and tubing was not returned to the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed confirmed receiving a replacement blood pump module however the module gave an "actuator bp no comm" alarm once installed. Biomed is now waiting on another replacement blood pump module to arrive, therefore the machine has not been returned to service. Biomed confirmed that the two blood pump modules will be returned via rga once the issue is resolved.

Manufacturer narrative:
Additional information: h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The visual inspection of the returned part showed no sign of physical damage. The received part was installed and powered up. During the power up sequence, an ¿art. Bp no comm¿ alarm was encountered. Failure was traced to a loose lp955 board. The lp955 board was reseated to continue testing. The simulated treatment was performed and completed without any failures or problems. There were no air bubbles observed within the venous drip chamber. No noise encountered during simulated treatment. A self-test was performed and there were no issues or problems encountered. There were no issues or problems encountered during dialysis mode. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a noisy blood pump rotor and displayed an air detector alarm 15 minutes into the patient's hd treatment. The staff noticed micro bubbles in the venous drip chamber. The patient`s blood was not returned due to a leak in the blood pump tubing segment. The staff reported approximately 5 to 10 cc of blood loss in the blood pump housing. The patient¿s estimated blood loss (ebl) was approximately 234 ml since the blood in the dialyzer and tubing was not returned to the patient. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. Biomed confirmed receiving a replacement blood pump module however the module gave an "actuator bp no comm" alarm once installed. Biomed is now waiting on another replacement blood pump module to arrive, therefore the machine has not been returned to service. Biomed confirmed that the two blood pump modules will be returned via rga once the issue is resolved.